Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient¿s pump system was removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.